Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is not available for evaluation and the investigation is pending.

Event description:
A reported incident involving an oncology kit indicated failure of fluid to instill by gravity during use. There was reported patient involvement and reported harm.